Event description:
This case was reported by a consumer (pt's wife) and described the occurrence of swollen throat is shut in a (B)(6) male pt who received oral moisturisers (biotene moisturizing mouth spray (2013 formulation) spray for dental care. A physician or other health care professional has not verified this report. Concurrent medications included sodium fluoride (prevident). On an unk date, the pt started oral moisturisers (dental). On (B)(6) 2013, the pt experienced swollen throat is shut, difficulty breathing, throat burning sensation of, face turned red, strange feeling in throat, feeling of eyes popping out of head, allergic reaction and throat pain. The pt was seen in the emergency room. The pt was treated with diphenhydramine hydrochloride (IV benadryl), methylprednisolone sodium succinate (solumedrol) and mylanta. Treatment with oral moisturisers was discontinued. At the time of reporting, the outcome of the event of throat swollen shut was resolved. The outcome for the events of throat burning sensation of, face turned red, strange feeling in throat, feeling of eyes popping out of head, allergic reaction and throat pain were unk. The event of difficulty breathing was unresolved. Consumer reported she took her husband to the ER at 12:30 am (B)(6) 2013 after using the product because he experienced his throat swelling shut, he had difficulty breathing, he had a burning sensation in his throat, his face turned beet red, his throat feels shredded, his eyes were popping out and we were told he had an allergic reaction to the product. Consumer reported while in the ER her husband was give a chest x-ray, benadryl intravenously, solu medrol and 2 cups of mylanta with a numbing agent. Consumer reported they left the hospital ER at 5:30 am. The reporter also stated that the mint was overpowering and the squirt of the stream was too much for her husband. Follow-up info from the consumer was received on (B)(6) 2013. Follow-up info included summary of pt visit to the emergency room on (B)(6) 2013. The consumer reported that the original formula was "not as minty and it sprayed a fine mist not a major squirt". The consumer reported that he had 19 additional unused bottles available for testing. The consumer (pt's wife) also reported, "on the 3rd day after this episode, my husband's throat did not feel so shredded and he could eat more normally". A pt visit summary from the emergency room revealed that the pt was seen on (B)(6) 2013 for "allergic reaction vs. Choking episode". The summary also indicated that the pt experienced itching due to a medication allergy. The pt did not seek follow-up with his primary care physician as directed.

Manufacturer narrative:
The manufacturer's report number for this case is 1718912-2013-00031. Biotene moisturizing mouth spray is manufactured in (B)(4). The lot number for this product is u3g031, expiration 31 may 2015. It was unk if the product will be returned for quality assurance testing. (B)(4)a.